Manufacturer narrative:
The device has not been received for analysis. If any add'l relevant info is received, a supplemental MDR will be submitted.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage occurred. The 99% stenosed, calcified, target lesion was in the mid left anterior descending (lad) artery of average tortuosity. After crossing the lesion with a non-bsc guidewire, the lesion was predilated with unk type 1.5x15mm balloon catheter. Intravascular ultrasound (ivus) was used. The target lesion was predilated again with an unk type 2.5x20mm balloon catheter. The physician attempted to cross the target lesion with a 2.5x12mm taxus express2 drug eluting stent (des), but it would not cross. The taxus express2 des was removed and it was noticed that the distal edge of the stent was "lifted up". The procedure was completed with another device. There were no pt complications noted with the pt's current condition listed as "good".